Event description:
It was reported that during the procedure in the mid circumflex artery for treatment of a total occlusion, post dilatation was performed using a 1.2 x 6 balloon and a dissection occurred. A 3.0 x 19 graftmaster was advanced for treatment of the dissection; however, the stent system became caught on the lesion and the stent dislodged from the balloon. The stent was snared from the vessel successfully. Post procedure, the target vessel re-occluded. The physician made the decision to treat the patient medically (medication). The patient is reportedly in good condition. No additional information was provided. Preliminary return device analysis revealed that the shaft is separated and the separated segment, including the hub, was not returned. Additional information is pending.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the shaft separation occurred outside of the patient anatomy during the procedure when the stent system became caught on the lesion. Abbott clinical cine analysis concluded that there are no images of the graftmaster, dislodgement or snare removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement and shaft separation were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.